Event description:
It was reported that the device would intermittently fail to operate on ac and dc power. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control provided customer technical assistance and the power supply and power conversion pcb parts information to repair device. Follow up with reporter found that the customer decided not to repair device due to costs. The device has been removed from service.